Manufacturer narrative:
One advisor¿ hd grid mapping catheter, sensor enabled¿ was received for investigation. Electrodes 6, 7, 10, 14, and 15 were displaced, with torn tubing exposing internal components. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the displaced electrodes is consistent with damage during use.

Event description:
This event is being reported based on the analysis of the returned device.